Manufacturer narrative:
The reported events capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and seroma.

Event description:
Healthcare provider reported a right side "massive breast scar tissue contracture: baker IV encapsulation; painful breast deformity, status post explantation of breast implants for seroma". The device has been explanted.